Event description:
The customer reported this atrial lead was abandoned surgically (capped) due to a drop in impedance measurements (290 ohms), poor p wave measurements (dropped from 1mv to not able to be measured to 0.7 on successive attempts) and high threshold measurements (increased to 2.1 v). A new device and atrial lead were implanted successfully. The lead was actively implanted for approximately 14 years, 5 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if additional info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.